Event description:
Class 1 medical device fasciablaster claimed to reduce pain and cellulite with no adverse effects by breaking up fascia. After using the device there were no instructions, provided, only instructed to watch youtube videos. With no changes in diet or routine, I experienced extreme fatigue, weight gain plus 10lbs, mood swings, flu like symptoms, increased varicose veins and eventually worsening cellulite on my legs and arms. After stopping the device the symptoms subsided, but the increased cellulite remains.